Manufacturer narrative:
On 21 dec 2017 the r&d project manger checked the retrieved implant: the stem showed a hydroxyapatite coating still present with some residual areas in metaphysis and shoulder: in the distal part it was totally absorbed. Signs of removal were present on the neck, showing the use of the stem extractor that provided some grooves. From the received stem it is not possible to determine the root cause of the event. On 22 dec 2017 the medical affairs made the following analysis: aseptic loosening of primary cementless tha stem 6 years after surgery. The radiograph shows severe signs of stress shielding. Only the pre-revision xray is available, so patient history cannot be reconstructed. In the frontal view the stem looks rather undersized, but it's well possible that the lateral view may show correct dimension. The cause for this adverse event cannot be determined with the information at hand. Batch review performed on 02 january 2018: lot 103207: (B)(4) items manufactured and released on 03 december 2010. Expiration date: 2015-10-31. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery had to be done 6 years after primary implantation due to aseptic loosening.